Manufacturer narrative:
This customer reported an unexpected shutdown of the device while in use on a patient. There was no death or serious injury. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
This customer reported an unexpected shutdown of the device while in use on a patient. There was no death or serious injury.